Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was corrupted data on the flash memory. The cause of the resets was corrupted data. The root cause of the corrupted data cannot be positively identified. No adverse event resulted from the corrupted data. The patient was issued a replacement battery charger.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's charger/modem would not charge a battery pack. The patient was issued a replacement charger/modem.